Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 11/27/2015. The fse found that the tubing through pinch valve vl12d was defective. The fse replaced the tubing, which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak from the coulter lh 750 hematology analyzer while running startup. The volume of the leak was about 2 cups and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of glove, goggles and a laboratory coat. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.